Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported when she checked the pump on (B)(6) 2015, no insulin came out of the cannula needle. Patient stated she then noticed dampness in the cartridge compartment. No adverse event reported. Requested return of the alleged device for evaluation.